Event description:
It was reported that the patient ¿had to have a revision¿ because they ¿got thrown on the floor and the wiring got pulled away.¿ follow-up is being conducted to determine troubleshooting, actions, and patient outcome.

Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on 07-jun-2015.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3966, lot # la8529, implanted: (B)(6) 2002, product type lead. (B)(4).